Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (b)(5), implanted: (B)(6) 2000, product type: extension. Product ID 3080. Lot# l85157, implanted: (B)(6) 2000, product type: lead. Product ID neu_siliconeanchor, product type: accessory. (B)(4). Evaluation of lead 3080 ( lot #l85157) revealed that conductor wire was broken at the electrode weld site evaluation of ipg 2013 (lot #nbv101564h) revealed no anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer¿s representative (rep) regarding a patient who was im planted with an implantable neurostimulator (ins). The hcp reported that during a lead and battery replacement there was a white ¿spackle¿ like matter that was removed from the pocket site and from the lead. The hcp reported that they had never seen anything like this before and wanted it analyzed to see what was causing it. It was noted the battery and lead had been implanted since 2000. The hcp reported that the device pocket was moved to the patient¿s other side. Product analysis is available right now